Manufacturer narrative:
On 15-jul-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or anomalies were observed. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast implants that had passed their sterility expiration date. Initially, the healthcare professional reported a right-sided deflation, and during follow up, additional information was received indicating that both of the patient¿s devices had been implanted as expired products. Aside from the right-sided deflation, the patient experienced no adverse events. Both devices were explanted on (B)(6) 2019 and replaced with 510cc mentor memorygel breast implants (catalog #3507510mc, serial # (B)(4) [r] and (B)(4) [l]). Because the implants were placed after their sterility expiration date, the devices were used in an off-label manner. This report is for the patient¿s left-sided device, and the right-sided deflation is reported separately under manufacturer¿s report number 1645337-2019-16731.